Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was dead at the time of the report and the rep wanted to know how to move forward with a knee MRI. The rep was directed to follow-up with the patient¿s healthcare professional (hcp). There were no reports of medical or therapy issues and no patient symptoms reported. Additional information was received from the hcp on (B)(6) 2018. It was reported that the ins was first found to be dead on (B)(6) 2017. The hcp reported that the ins had gone dead due to normal battery depletion but then reported further that getting the recharger to sync to the ins was exhausting and painful. They explained that to try and resolve the dead ins, the patient had tried to lean up against books but then could only sit for 1/4 of the time for recharging. They also reported that as the patient's disease progressed to their thoracic area, and that area because inflamed. A MRI technician reported on (B)(6) 2018, that the ins was still not working or operational for the last 8 months, which did not align with the doctor's reported event date. The MRI tech stated the MRI was due to an orthopedic issue. MRI compatibility was reviewed with the MRI technician. No further complications were reported or anticipated.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the device "malfunctioned" and has ben inactive/not working for 2 years. The caller was unable to clarify further. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.